Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 400 mg/dl. Reportedly, the customer changed the supplies and delivered a bolus. System check could not be performed with tandem technical support as the supplies had been changed.